Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report could not be confirmed because the product was discarded by the customer and will not be returned for eval.

Event description:
Customer reported product is big and bulky, and dug into pt's right forearm and possibly caused a wound. The night nurse on (B)(6) 2013 reported, "swelling noted in rue pt states was due to an IV 'went bad' the night prior to my shift on 5/14 (7a-7p). Pt is a poor historian and this may have occurred the night prior being the (B)(6). This IV was removed and a new place in the left hand. There is an approx 3cmx2cm wound on the anterior side of the pt's right forearm where the old IV was located. At first it appeared to be a tape burn/tear, but this wound had tape marks on either side of it and not directly over the wound. I removed a new IV connector hub from new packaging and found that the smaller side of this new product fit directly into this wound. I did not remove the IV so I cannot say for sure that this product caused the wound, but it looks to be a direct correlation. The wound bed is white, with a small amount of serous drainage. An adaptic dressing was placed over it with gauze and coban covering. It was assessed by [the] pa and md (resident covering for sva on the (B)(6))." No further pt/event info was reported.